Event description:
From distributor's report: 1) product was applied to a cut under left eyebrow of pt in 2002 in ER. 2) product ran into eye and bonded eyelid shut. 3) neomycin with hydrocortisone and a q-tip was used to pull eye open. 4) ophthalmologist was consulted and examined the pt, only 1/5th of the eyelid was open at the time of exam. 5) parent was told to use erythromycin ointment in the eye twice per day. 6) the pt had a follow-up appointment in 11/2002. 7) follow-up questions have not been answered, the pt's current condition is unknown.